Manufacturer narrative:
(B)(4). Concomitant medical products: unknown shell, unknown head, unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. X ray was provided and reviewed; the review did not identify any problems. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01783, 0001822565-2020-01353, 0001822565-2020-01354.

Event description:
It was reported the patient underwent a right tha at an unknown date. Subsequently the patient has been indicated for a revision due to unknown reasons, however, a revision has not been reported. No further event information available at the time of this report.